Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The stylet was bent. Visual analysis revealed that the lead was damaged at implant. The stylet was returned fully inserted into the lead. Once removed, the stylet was found to be bent in various locations and had been damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during implant attempt, the stylet appeared to get caught in the rv coil and pull the lead back out with it. The threshold suddenly increased resulting in loss of capture. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant attempt, the stylet appeared to get caught in the rv coil and pull the lead back out with it. The threshold suddenly increased resulting in loss of capture. The lead was not used and was replaced. No patient complications have been reported as a result of this event.